Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and dehydration. The customer stated that the insulin pump alarmed twice while she was sleeping. Troubleshooting was performed. No additional info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.